Event description:
It was reported that there was pump migration in the pocket. It was stated that a flipped pump was suspected, but was not confirmed. The pump pocket was explored and deemed satisfactory. There was one stay suture intact and the pump was secured with 4 new sutures. No diagnostic tests were performed. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. (B)(4).

Event description:
Additional information received reported that the pump did not flip. It was stated that only 2 stay stitches were intact. The patient had no reported disruption of therapy.